Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The deployment difficulty was not confirmed as the stent was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported deployment issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: terumo stiff 0.035", sheath: terumo 6f destination. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, de novo, 95% stenosed lesion in the mid external iliac artery. The approach was a contralateral puncture with 6fr sheath insertion over a 0.035" guide wire. The lesion was pre-dilated with balloon angioplasty and scoring balloon angioplasty. Approximately 2 to 3 cm of the absolute pro 7/80/80 stent was delivered when the thumbwheel got stuck and no movement was possible. The delivery system was removed under fluoroscopy in order to deliver the stent completely and cover the lesion 100%. The patient is doing well. There was no adverse patient impact or clinically significant delay in the procedure. No additional information was provided.